Event description:
It was reported that the device would reset. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The cause of the reported problem was determined to be a temperature sensitive ic, designator u8, on the interface pcb assembly. After replacing this assembly proper device operation was confirmed through functional and performance testing. The device was then returned to the customer.